Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and the following damages were observed: the top cover, head restraint brackets, motor cover and encoder cover were damaged. The battery partition cover was missing and multiple screw posts were damaged. A root cause for these damages could not be determined. Upon power up of the returned platform, a user advisory 45 message was observed. The message was cleared and functional testing was performed with no issues noted. The platform performed as intended. The archive file was reviewed and multiple user advisory 45 (not at home position after power-on/re-start) faults were observed, including for sessions occurring on the reported event date of (B)(6) 2013, thereby confirming the reported complaint. A definitive root cause for the observed ua 45 faults could not be determined.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message upon power on. No patient involvement was reported. Additional information provided by the customer on (B)(6) 2013: customer reported that he performed troubleshooting with zoll tech support but could not clear the message. No further information was provided.